Manufacturer narrative:
As received, visual inspection reveals a split sheath revealed exposed core wire at approximately 144 cm to 153.5 from "dream" end. A device history record was performed and no anomalies were noted relevant to the complaint.

Event description:
Note: this MFR report pertains to the second of four devices used during the same procedure. Refer to associated MFR reports #3005099803-2008-1630, #3005099803-2008-01513, #3005099803-2008-01514 for descriptions of the other devices. A hydrajagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (gender, age, weight unknown). According to the complainant, the coating of the wire stripped off. There were no patient complications reported with this event.